Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 490 mg/dl. The customer experienced vomiting, fever and fatigue. The customer kept trying to take insulin with the insulin pump, but continued to experience elevated blood glucose levels. The customer's doctor felt that the event was caused by the insulin pump. No troubleshooting was done as caller did not have the insulin pump with him at the time of the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.